Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that an error message 23062 occurred at startup. A power cycle had been completed and the error reappeared. The tse then advised moving the system away from the wall and performing a hard power cycle. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reseated armrest motor cable connections to establish movement on surgeon side console (ssc). Exercised continuous and fluent ergo movement. The fse verified full ssc movement functionality. The system was tested and verified as ready for use.